Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had horrible nights and had been unable to completely empty out their bladder. The patient attempted to change programs but was unable to. It was unknown what led or contributed to the reported issue, and it was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the patient had the implant put in on wednesday and everything seemed to be working. It was noted the patient did not have any information regarding the trial and did not really have any issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.